Event description:
It was reported that the needle was showing obstruction. No patient injury was reported.

Manufacturer narrative:
No product was returned; thus the failure mode reported could not be investigated and a root cause could not be determined. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. If the product is returned, this complaint will be reopened for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).